Manufacturer narrative:
Patient's weight not provided/unknown. Device not returned for evaluation.

Event description:
It was reported that the driver became stuck in the implant (int485) during the surgery and could not be removed. The implant was removed and a new one was placed utilizing a different driver. Tooth location 19.

Manufacturer narrative:
One osseotite tapered implant was returned for inspection attached to an implant driver. A visual inspection revealed signs of wear from use. A functional test was performed and it was noted that the driver would not separate from the implant without excessive force. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against the lot number. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. A singular cause for the complaint could not be determined. (B)(4).